Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes, type of investigation). Correction: initial rep name- not available.

Event description:
N/a.

Event description:
It was reported that before use the monitor of the cardiosave intra-aortic balloon pump (iabp) was accidently damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4,b5,d9,e1(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11 corrected field,e3, h6 medical device problem code a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the monitor was damaged and needed to be repaired. The fse carried out the repair once the affected parts were received. Functional tests performed with positive results. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that damaged upper screen monitor of cardiosave intra-aortic balloon pump (iabp) was identified while switching on the unit. There was no patient involvement.